Event description:
A falsely depressed (negative) hcg result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and an elevated (positive) result was obtained. The corrected result was reported within one hour. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result was user error. The instrument was run with a condition warning displayed that a cuvette wash solution was empty. The assay range setting was also improperly set. If properly set by the customer, it would have flagged the erroneous result. The instrument is performing within specifications. No further evaluation of the device is required.